Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - health effect - impact code - 4627 corrected in the initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.5/2.5/077 was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. Reportedly, "patient doesn't want to have an evo icl in another length. She weres contact lenses again." Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associate lots were found. Claim# (B)(4).